Event description:
It was reported that the pump alarm was heard; not confirmed by telemetry. The alarm was a critical alarm indicating low reservoir volume. No date for a pump refill was set following a routine pump replacement in the (B)(6) 2011. The patient was instructed to get the pump filled; patient was fine, no symptoms or withdrawal reported. The drug was baclofen 2000 mcg/ml. Per the reporter, "patient is fine".